Manufacturer narrative:
D2b: product code: dre. G5: PMA/510(k): k141148. A device was not returned on this complaint, therefore a physical investigation could be performed and the customer's complaint could not be confirmed other than by testimony. The customer complaint/event that was entered and reported within trackwise: "perforation". Per journal article: "the major complications were 2 perforations of the right atrium in patients with dual-chamber ddd pacemakers. The 2 complications were resolved by means of sternotomy, without extracorporeal circulation and surgical repair of the atrial tear with stitches." The device history record (DHR) could not be reviewed due to the lot of the complaint device was unknown. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The article identifying adverse events was a retrospective, single-center study of a population of patients ranging between (B)(6) 2009 and (B)(6) 2018. This report identifies right atrium perforation in one patient were there was no operative mortality. According to table 4 of the article, the patient was a 37 year old female with a ddd pacemaker. Two leads were extracted during the procedure and complications resolved via sternotomy, without extracorporeal circulation and surgical repair of the atrial tear with stitches.

Event description:
The article identifying adverse events was a retrospective, single-center study of a population of patients ranging between october 2009 and december 2018. This report identifies right atrium perforation in one patient were there was no operative mortality. According to table 4 of the article, the patient was a 37 year old female with a ddd pacemaker. Two leads were extracted during the procedure and complications resolved via sternotomy, without extracorporeal circulation and surgical repair of the atrial tear with stitches.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. Product code: dre PMA/510(k): k141148 the event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.